Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and emergency room visit. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: no data available omnipod software app version: no data available operating system: no data available hardware: no data available cgm sensor type: no data available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod insertion site (leg) while wearing the pod between 4 and 24 hours. The patient experienced localized heat, pain, redness, and swelling at the pod site, with symptoms spreading from the leg to the knee. The patient also reported experiencing elevated blood glucose levels during the event; however, specific glucose values were not recalled and are unavailable. Due to worsening symptoms, the patient removed the pod and sought medical attention on (B)(6) 2026. The patient presented to the emergency room and remained there for approximately 7¿8 hours, where he was diagnosed with an infection of the thigh that was spreading to the knee. The patient was treated with the antibiotic cephalexin and was discharged on the same day. A new pod was placed, and the patient was able to resume treatment.